Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we would not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. Damage to the catheter can occur if the device experiences excessive pressure, perhaps during advancement into the endoscope accessory channel. Prior to distribution, all hercules 3 stage esophageal balloon dilators are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
When the balloon was introduced into the endoscope it became stuck and would not exit. When it was eventually pulled back out of the endoscope channel, the shaft was broken and buckled. Part of the shaft could not be retrieved so hopefully this will pass naturally. See MDR 1037905-2012-00259. A second balloon was introduced into the endoscope and the same thing happened. See MDR 1037905-2012-00260. A third balloon was used to complete the procedure with no problem. Because the third balloon was used with success, the endoscope is not the problem. Part of the shaft was left to pass naturally through the gastrointestinal tract. Other than finishing the same procedure by using another dilation balloon, the pt did not require any add'l procedures due to this occurrence. Other than the part of the shaft left inside the gastrointestinal tract, no adverse effects to the pt were reported as ar result of this occurrence.